Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a patient who underwent a surgery to replace the aortic prosthesis and vascular prosthesis with reimplantation of the coronary ostia the on (B)(6) 2015, was found to be infected with mycobacterium chimaera. It was further reported that a heater-cooler system 3t was used during the surgery.

Event description:
See initial report.

Manufacturer narrative:
Through follow up communication, livanova deutschland learned that the patient was confirmed tested positive on mycobacterium chimaera. The device was cleaned regularly per IFU, and the lab test results will not be shared as they are only for hospital use. Concerning the affected device, it is impossible to identify the device in use, since in this center the sn of hc are not present on perfusion chart. The devices are placed inside the operation theater during use, with the fan oriented opposite to patient, toward the ventilation fan, with an estimated distance between the surgery field and the device at the time of the claimed surgery of 1 meter. From 2016, the device is about 2 meters away from the surgery field. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.